Event description:
This rv lead was implanted on (B)(6) 2006 and was capped and replaced on (B)(6) 2013 for unknown reason. The physician was dr.(B)(6) at (B)(6) medical center. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).